Manufacturer narrative:
Concomitant medical products: 3ml bd syringe. Although requested, patient information was not provided by the customer. The customer¿s report of the maxplus connector leaked at connection to a 1ml, 3ml, 5ml, 20ml, 30ml and 60ml syringe was confirmed and replicated on the maxplus positive pressure connector p/n mz1000-c. Visual inspection observed a vertical hairline crack approximately 0.4430 inches long running parallel to the direction of the fluid flow along the connector¿s top and continuing along the threads of the connector. No scratches or tool marks were observed on the outside of the connector. Functional testing observed a leak at the engagement between the maxplus connector¿s female luer side and attached syringe. The root cause of the observed crack was not definitively determined; however previous extensive investigations on similar complaints and on unused maxplus connectors have shown the identified probable cause for the crack may be due to the integrity of the maxplus connector material becoming compromised and degraded due to the effect of isopropyl alcohol based disinfecting agents. Other factors such as high hoop stress or outside force from use and over-tightening placed on the connector either during connection or disconnection with a mating component or tool, use conditions such as application of aggressive disinfectants/cleaning agents, extended use and repeated connection/disconnection of the component may also contribute to the observed cracking. This will be addressed under bd1 bu trackwise pr¿s: (B)(4).

Event description:
It was reported during a bd site visit that there have been multiple events in the nicu of leaking at the maxplus connection to 1ml, 3ml, 5ml, 20ml, 30ml and 60ml syringes during low rate versed and morphine infusions. The staff further stated that the leak occurred at initiation of the infusion and due to the low rate of the infusion, the leak was often not immediately identified. There was no patient impact.